Event description:
It was reported that malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support attempted multiple follow-up calls and an email, but no further response was received and no additional information was obtained regarding the outcome of the event.